Event description:
It was reported that during a follow up, loss of capture, a decrease in pacing lead impedance and low sensing were observed. X-ray revealed dislodgement. The lead was repositioned successfully and the patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.